Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this lead was an attempted implant since during its implant procedure, after it was repositioned several times due to high pacing threshold measurements, its helix would no longer retract. A new device was implanted instead. No additional adverse patient effects were reported. The device has been returned and is pending analysis. The device has been analyzed.

Event description:
It was reported that this lead was an attempted implant since during its implant procedure, after it was repositioned several times due to high pacing threshold measurements, its helix would no longer retract. A new device was implanted instead. No additional adverse patient effects were reported. The device has been returned and is pending analysis.